Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarm 19 during basal delivery. Customer's blood glucose (bg) level was impacted 284 mg/dl. The customer was able to reload a cartridge and took a correction bolus via the pump to stabilize bg level. It was indicated that the customer had manual injections available for alternate insulin therapy.